Manufacturer narrative:
This supplemental report is being submitted to provide correction and to provide the results of the final investigation. The device was returned to olympus for inspection and the reported allegation was confirmed. Corrected fields: b5, d4, e3, h6, h11. In addition, the following reportable malfunctions were identified during the device evaluation: white balance was abnormal. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: probable causes such as damage or deterioration of parts due to wear and tear, without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head displayed an abnormal image. The issue was identified during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed that during the device evaluation, the camera head displayed an abnormal image. The issue was found during inspection for use. There was no patient involvement.